Manufacturer narrative:
A replacement battery was sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The previous complaint evaluations for this serial number ((B)(4)) are: confirmed, root cause was identified as internal battery failure. (Reference: MDR number 3006260740-2020-01581).

Event description:
Per biomed - battery is dying at 70%.